Manufacturer narrative:
Product event summary: the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of he lead indicated damage at implant. The analyst noted that the proximal conductor is pressing against the distal conductor and therefore helix extension is not possible. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantable pacing lead (ipl) implant procedure, after changed implanting position several times, the lead tip could not be screw out. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.